Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to perform an infusion correctly during therapy. The pump appeared to be infusing after the pump was programmed and started. The pump continued to run and calculate infusion, but no medication was dripping in the drip chamber. It was also reported that was no volume change in the IV bag even though the pump stated medication had been infusing. The customer performed a duplicate infusion which programmed the pump 300ml of volume to be infused at a rate of 25ml/hr for 30 minutes then 45ml/hr for 15 minutes and the rest of the medication at 90ml/hr (medication unknown). In the customer's "duplicate run", the pump seemed to have infused correctly. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, infusion not started as intended, which was not confirmed or reproduced during evaluation. Evaluation ran the device at multiple flow rates/volumes and found the device to begin an infusion as intended and to deliver within design specification. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.